Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 19-dec-2016: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report was received from a content of public interview and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had implants migration. She asked for removal (not clear whether the removal had already been performed). This event is serious due to medical significance and anticipated in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. In this particular case the exact date and mechanism of the migration are unknown. Given the nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident due to serious injury reported, and since it cannot be excluded that device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained due to lack of reporter´s contact information.

Event description:
This is a spontaneous case report received from a content of public interview by publisher in france on 23-nov-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. The consumer had implants migration and asked for removal. Company causality comment: this spontaneous non-medically confirmed case report was received from a content of public interview and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had implants migration. She asked for removal (not clear whether the removal had already been performed). This event is serious due to medical significance and anticipated in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. In this particular case the exact date and mechanism of the migration are unknown. Given the nature of the reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident due to serious injury reported, and since it cannot be excluded that device removal was required. A product technical analysis is expected. Further information cannot be obtained due to lack of reporter´s contact information.